Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that there was difficulty placing 2 powerpicc provena solo sl. Reported that the introducer felt flimsy and after one difficult placement where they had to manipulate the dilator multiple times and observed the tip of the introducer was ¿chewed up¿ and mangled. This report addresses the first device.